Manufacturer narrative:
Date of event was approximated based on report of (B)(6) 2019. Describe event or problem: additional information.

Event description:
It was reported that the burr became stuck in the lesion. A rotapro device was selected for an atherectomy procedure in a very calcified lesion. The physician felt the system was tactile sensitive. During ablation, the burr stalled and became stuck in the lesion. There were no patient complications and no additional intervention was needed. The patient is fine. It was further reported that the device was removed by pulling forcibly. It was removed intact. It is unknown if the console indicated a stall.

Manufacturer narrative:
Date of event was approximated based on report of (B)(4) 2019.

Event description:
It was reported that the burr became stuck in the lesion. A rotapro device was selected for an atherectomy procedure in a very calcified lesion. The physician felt the system was tactile sensitive. During ablation, the burr stalled and became stuck in the lesion. There were no patient complications and no additional intervention was needed. The patient is fine.